Event description:
The following has been reported: blood tubing that had the cassette break and start leaking out blood during administration. A preliminary review of the logs could not be performed. No sample or picture were available for analysis. Therefore, the customer reported issue could not be confirmed. Potential root cause could be related to an improper handling one of the admin set tubes, being able to get in contact with sharp surface and caused leakage. A leak in cassette potentially caused by a misplacement of the diaphragm which resulted in a leak when the diaphragm was actuated by the valve pins in the pump. A leak in cassette potentially caused due to an incorrect and poor sealing of the cassette in the welder machine causing the gap and reported leakage. However, without the proper sample or picture evaluation it is not possible to determine the root cause of the reported failure. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR as a conservative measure. No adverse effects were reported.